Event description:
It was reported that the user experienced multiple instances in which the connector would not lock into place, and the issue was resolved by replacing the connector; replacement connectors were provided. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included complaint intake and review of the reported lot. Investigation of this case revealed a connector attachment failure consistent with a mechanical fit or engagement issue of the connector component. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface or component fit variability.